Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and customer printouts. Fse tried to have the analyzer read a cup and it was unable. Fse replaced the test pack reader unit, then performed camera cup detector (ccd) read in test mode and read a cup correctly without error. Fse validated the analyzer by running a control sample. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operators manual under appendix 7: error messages and flags states the following: ae: test cup read error. The assay item could not be read by the cup reader. In this case, no assay request is assumed and the assay is cancelled. Check labeling on the test cup and repeat assay. If this flag appears continuously, the cup reader may have been displaced. Contact the service department. The replaced part was discarded onsite. The most probable cause of the reported event was due to a failed test pack reader unit.

Event description:
A customer reported error flag "ae test cup reading error - no request¿ during patient sample runs on different tests on the aia-360 analyzer. The customer rebooted and tried to run daily check, but ae error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.